Event description:
It was reported that pneumatic tap was slightly bent, causing cartridges not to fit properly into pump. There was no adverse impact to the customer's blood glucose level. No action was initially taken by customer, and technical support arranged replacement pump, instructed customer to place current pump in storage mode, to return it using provided label, and to re-enter settings and reconnect continuous glucose monitor on replacement device, which customer acknowledged and understood.